Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that once the cartridge in the pump gets below 80 units the pump will no longer deliver insulin. The patient stated that by day three of supply use, their blood glucose (bg) will run 19-26mmol/l with not feeling well. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that this has been ongoing since they started the pump a few weeks ago. The patient denied site issues. This report is being made due to history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.